Event description:
The account alleges that the hi/low and head up functions would not operate.

Manufacturer narrative:
The technician replaced the solenoid valve, which resolved the issue. The bed operates normally. (B) (4) this effort will continue until we are current.